Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1:nurse's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Supplementary MDR additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/13/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the handpiece was partially advanced. The cartridge was cracked and the cartridge tube was damaged. The cartridge tip was also cracked and bent/damaged. Viscoelastic residue was distributed through the length of the cartridge. The plunger rod was retracted to investigate the lens module and the plunger rod tip was bent. The lens module presented with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. Plunger rod advancement was inspected and presented with no issues. Two lenses were received and could not be determined which lens belonged to the complaint device; both returned lenses were evaluated. "Lens 1" was cleaned and presented with no issues. "Lens 2" was cleaned, presenting with damage to the edge of the optic body. Conclusion: the complaint issue of "cartridge crack" was identified during product evaluation. The observed "cartridge tip cracked/damaged" and "cartridge damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded intraocular lens (iol) was cracked as the injector was engaged and pushing forward, causing the lens/haptic to be caught in the crack of the cartridge. The lens was wasted due to difficulty in loading/advancing. There was no patient injury. There was no medical/surgical intervention was required. No further information was provided